Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced similar events of leakage with six infusion sets where infusion set tubing was leaking at the cannula housing out onto the patch. The infusion set was used for approximately 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 3 of 6